Event description:
Customor reported that the dr was using the pituitary forceps and noted that it was not functioning properly, it was then noted that a screw was missing from the forceps handle, in the mechanism that opens and closes the jaws. The screw measures approximately 2 mm diameter by 2mm length. The immediate area and the surgical wound were searched. The floor was searched and the screw was not located. An x-ray was taken and read by the dr and he concluded the screw was not in the wound.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation a follow up report will be filed.